Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seals into the delivery tube. A second heartstring seal unit was used, but it did not deploy. The surgeon used a third unit was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Tension spring components were not returned with device. Complaint is not confirmed.